Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection, but the measurement of the plane parallelism has revealed with a value of - 0.062 mm [outside the tolerance of 0 ± 0.02 mm] a deformation. Permeability test: a permeability test has indicated that the progav had a blockage and that the shuntassistant was permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The shuntassistant is tested in the vertical position. Because the progav valve was not permeable, a computer control test was not applicable. The shuntassistant operated not within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant could be determined. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test showed that the brake function is fully operational and the braking force was within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results : based on our investigation results, we can determine a blockage and a deformation of the progav. The determined deposits can be named as the cause for the blockage. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. The deformation revealed no functional deviation at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (material#: fv414t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 months. Height: 70 centimeters (cm). Weight: 6 kilograms (kg). Gender: male.